Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the pt reported experiencing unexplainable elevated blood glucose (400 mg/dl) and she was nauseated and had a headache. She stated that her blood glucose is normally 200 mg/dl. To troubleshoot the pt was instructed to disconnect from her infusion site and to perform a bolus. She stated that an inconsistent flow of insulin dripped from the infusion tubing and there were several air bubbles present. The pt was instructed to prime the air out of the infusion tubing. The pt bolused to lower her blood glucose. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.